Event description:
Patient underwent an attempted insertion of a dialysis catheter via the right internal jugular vein. After successful dilations, the dialysis catheter was placed over the guide wire into the vessel but the guidewire was unable to be retrieved and appeared to be stuck in the dialysis catheter. Subsequently, the entire device, including the catheter and guide-wire were attempted to be removed. There appeared to be fraying of the guide-wire with a piece missing. The next day, the patient was returned to surgery where the retained guidewire was removed successfully and without complication by the radiologist. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.